Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer reported that if the alarm occurred while sleeping, blood glucose levels would be slightly above 200 mg/dl when customer awoke. Customer treated blood glucose levels by delivering a correction bolus via the pump. System check could not be performed with tandem technical support as an occlusion alarm was not occurring at the time of the report.